Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional reported that the handpiece stopped working after the foot pedal was pressed. The handpiece was noisy and overheated prior to the procedure. There was an error code 15 displayed. There was no patient involvement.

Manufacturer narrative:
Analysis of the handpiece found that the device failed and the motor was completely dead. An error code 15 was displayed, the handpiece failed the hi-pot test, the motor cable assemble was faulty and the knob assembly and thumb wheel were jammed. Temperature testing was not able to be completed. The device was repaired and replaced all corroded and damaged parts. The device passed the functional test. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.